Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reamed for a size 6 stem, but a size 7 stem was opened, due to human error, and was implanted. Due to the fit not being optimal, the size 7 stem was backed out and the surgeon reamed for a size 7 and then implanted the size 7 stem. This caused the case to be delayed 1.5 hours.

Manufacturer narrative:
The surgeon reamed for a size 6 stem, but a size 7 stem was opened, due to human error, and was implanted. Due to the fit not being optimal, the size 7 stem was backed out and the surgeon reamed for a size 7 and then implanted the size 7 stem. This caused the case to be delayed 1.5 hours. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. The root cause is user error. No product problem has been identified. Based on the isolated nature of the reported user error, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.